Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported an anterior capsule tear occurred at the 10 o'clock hour. Docking was difficult due to the patient squeezing and experiencing discomfort from the speculum. Several corneal folds were noted and the capsule power was increased to 10 prior to the treatment. The doctor was able to finish the case without further issues.

Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The reported event cannot be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).